Event description:
It was reported that this product was explanted due to erosion of the pocket and infection. The doctor explanted the product and implanted a transvenous system. There were no additional adverse events reported.